Manufacturer narrative:
On (B)(6) 2020, additional information indicated that patient underwent bilateral removal and replacement as follow: right replaced with cat#:3503001bc, sn#:(B)(4)., left replaced with cat#:3503001bc, sn#:(B)(4).on (B)(6) 2020. The lot number of suspect device is 5680602, and the cat#:3544001. Concomitant product: mentor memorygel , 400cc silicone breast implant, cat#:3544001, lot#: 5680602 a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample, a tear was observed at the union between shell and patch. Microscopic examination was performed and the cause of the rupture could not be identified. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/12/2020, implantation date updated to (B)(6) 2006. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Concomitant products: unknown silicone implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with unknown silicone breast implants which the left side ruptured after implantation. The issue was confirmed by the mammogram examination. As a result patient scheduled for removal on (B)(6) 2019.